Event description:
It was reported the patient heard his device "beep" intermittently three to five times for approximately two weeks. Follow up with the physician's office disclosed the patient was seen and there were no issues with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.